Event description:
Heparin was set at 23cc/hr at 2355 patient's prothrombin time greater than 249. It was noted that the heparin bag was empty which was hung at 1625 at 23cc/hr. A second bag was run and checked at 0030. The pump read 54cc infused and the bag was empty. The pump was removed and checked by running saline. The rate was set at 23cc/hr ran pump to 54cc infused with actual saline measured at 120cc. Biomed checked pump and confirmed the nursing assertion. Pump returned to baxter for evaluation.